Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor, the unit was not displaying an image. A delay in the procedure of "less than a minute or two" occurred as another video laryngoscope was obtained. No harm to patient or user was reported.